Event description:
The user facility reported that after impella cp was placed, on fluoroscopy the cannula showed kinked at the aortic arch and required removal and replacement.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The returned product was inspected and a kink in the cannula was observed close to the outlet cage. Clinical mentioned tavr in use in the vessel and that when advancing repo-sheath the pump moved forward. The root cause of the product damage (cannula kink) was determined to be a cannula kink most likely occurring due to patient condition as evidenced by clinical detail of kink at the aortic arch and product inspection.